Event description:
While impacting an accolade hfx stem, a custom broach handle was used and became lodged and stuck in the stem during impaction. We opened another stem and used a thread in impactor without any further issues.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding off label use involving a specialty offset accolade stem inserter was reported. Conclusion: it was reported that while impacting an accolade hfx stem with the specialty accolade offset stem inserter the instrument became lodged and stuck in the stem. A review of the surgical protocol for the accolade system and a review of the surgeon approval letter for the specialty accolade offset stem inserter indicated this instrument is not to be used with the accolade hfx stem; therefore, this application of the device is off label use.

Event description:
While impacting an accolade hfx stem, a custom broach handle was used and became lodged and stuck in the the stem during impaction. We opened another stem and used a thread in impactor without any further issues.